Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient¿s date of birth is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 250cc breast implant, catalog number 3501635. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with saline mentor smooth round moderate profile 250cc breast implants and experienced deflation on the right breast implant. The deflation was diagnosed by the healthcare professional as a complete deflation on (B)(6) 2013. As a result, the patient had undergone explantation and replacement on (B)(6) 2013.

Manufacturer narrative:
On 04/30/2018, it was reported to mentor that the device history record ( DHR) of lot number 5821902 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).